Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had exhibited infection. Reportedly, the patient had a lung infection that traveled to the implantable cardioverter defibrillator (ICD). No additional adverse patient effects were reported. The ICD remains in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.